Manufacturer narrative:
Product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference 5433842 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since january 2011. Investigation: the evaluation of the involved device shows that the catheter rupture happened at the level of the connection, under the connection ring. Dimensional measurements: the diameters of the catheter, of the connection ring and of the exit cannula have been measured. All the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: the rupture occured under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. No manufacturing defect was detected on the returned device. This is an isolated case. The above mentioned information does not allow us to conclude as to the root cause of the catheter rupture. It is worth noting that the silicone catheter of the babyport's access port is a thin catheter. So care should be taken when connecting the catheter to the port. As a very rare incident, no corrective action is envisaged.

Event description:
Patient diagnosed with relapsed multisystem lch, requiring chemotherapy. During IV infusion in (B)(6) 2017, on day 3 of the chemotherapy, a swelling over the access port was noted which extended to the right shoulder.